Event description:
It was reported the pt was 8 months pregnant and had not been using the scs system during her pregnancy. The pt was unable to communicate with the ipg using the external devices. A replacement charging system was sent to the pt. F/u identified the physician replaced the ipg. It was reported the pt received stimulation postoperative.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Results: the complaint was confirmed. Per the event details, the pt did not recharge the ipg for an extended period because she was pregnant. Analysis confirmed user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.